Manufacturer narrative:
(B)(4).

Event description:
An admiral xtreme pta balloon catheter was used to treat the left sfa during the index procedure. Device was successful; however a dissection occurred during treatment. No treatment was provided. Outcome is reported as resolved.